Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was 3.4 mmol/l. The insulin pump was never exposed to moisture, dropped, nor bumped. Customer was advised to discontinue use of the device, revert to back up plan, and the device to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive escape and act buttons due to moisture damage on the keypad traces. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.